Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the jaws locked on tissue. Surgeon was able to manipulate the handles and open the jaws. Case completed with another device of the same product code. No patient consequence.